Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 1494 - off label use. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the thrombus found in the hemostatic valve of the steerable guide catheter (sgc). It was reported that this was a procedure to treat grade 4 tricuspid regurgitation (tr) using the mitraclip device. The mitraclip steerable guide catheter (sgc) was advanced without issue to the junction of the inferior vena cava and the right atrium when a thrombus was found in the hemostatic valve of the sgc. Additional heparin was administered and the thrombus was aspirated out, but the physician was not sure if some thrombus was perhaps left inside the sgc. The sgc was removed and replaced with a new sgc. No thrombus entered the patient anatomy. The procedure continued with the placement of two mitraclips on the tricuspid valve, reducing the tr to grade 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The complaint device was returned for evaluation. Although there was no reported device malfunction/issue, the device was visually inspected, and no thrombus/blood clot was noted inside the hemostasis valve of the steerable guide catheter. It should be noted that the mitraclip system is intended for use in the mitral valve. The off-label use of the device was associated with the procedure being performed to treat tricuspid regurgitation (tr). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of emboli (thrombus), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined based on the reported information, there is no indication of a product issue with respect to manufacture, design or labeling.